Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 28 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, the stent dislodged and fell into the vessel. The device was completely removed via surgery. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 28 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, the stent dislodged and fell into the vessel. The device was completely removed via surgery. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. It was further reported that it was a 32 x 3.00 promus premier drug-eluting stent that was advanced for treatment.

Manufacturer narrative:
Device is a combination product. (E1) initial reporter facility name: (B)(6). Corrections: (b5) describe event or problem: 28 x 2.75 promus premier drug-eluting stent initially reported and correct device should have been a 32 x 3.00 promus premier drug-eluting stent. (D4) catalog/model number: corrected from 9552 to 9553. Lot number: corrected from 0024081517 to 0024766613. Expiration date: corrected from 06/26/2021 to 11/10/2021. Unique identifier (UDI) #: corrected from (B)(4). (H3) device manufacture date: corrected from 07/09/2019 to 11/11/2019.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). Device evaluated by MFR: promus premier ous mr 32x 3.00 mm stent delivery system was returned for analysis without the stent and with the balloon in deflated state with signs of a crystalized substance present inside it. An examination of the crimped stent found that the stent was not returned with the device. The stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement.. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted as its wings were relaxed and not tightly folded. A clear substance was noted inside the balloon. Crimp markings are visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device was loaded without issues on a test guidewire. The device was inflated to rated burst pressure and clear crystalized substance was noted in the proximal end of balloon. The balloon inflated with no issue noted and then deflated within the 21 seconds. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 28 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, the stent dislodged and fell into the vessel. The device was completely removed via surgery. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. It was further reported that it was a 32 x 3.00 promus premier drug-eluting stent that was advanced for treatment.